Manufacturer narrative:
Patient weight: unknown. Patient ethnicity: unknown. Patient race: unknown. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated a 13.2mm vicm5_13.2 implantable colander lens, -07.00 diopter, tore during loading, after opening the vial. There was no patient contact. The lens was replaced with another same model/length lens and the problem was resolved. The cause of the event was unknown.